Event description:
Customer reported system not booting.

Manufacturer narrative:
Service rep ordered and replaced card rack this to included the bullet connector in question. Was able to reboot system multiple times to ensure its functionality. Also replaced skin spacers and bearing assembly this call. System is working as intended.